Event description:
On (B)(6) 2025, the patient called in for assistance with a supply change, which was successfully completed and insulin delivery resumed. The patient reported that earlier in the day they had announced a meal (¿lunch usual¿) at 1 pm est but delayed eating due to conversation, resulting in a low blood glucose (bg) of 55 mg/dl. Later that day, the patient ate a breakfast sandwich without announcing it, leading to bg levels climbing above 180 mg/dl, peaking around 4:45 pm est, and then coming down. The ilet pump algorithm assisted in bringing the patient's bg down. The patient is currently doing well with stable bgs and expressed understanding of the event, stating they will be more careful with meal announcements going forward. The patient felt fine at high bg and felt lightheaded on high bg. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.